Manufacturer narrative:
The reported events were lead dislodgement, inappropriate shock, r-wave amp variation, noise, and helix mechanism issue. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix bent and clogged with blood/tissue. X-ray examination found the helix was bent consistent with procedural damage. The helix mechanism/extension length test was not performed due to a bent helix, as received. The cause of the reported event of helix mechanism issue was due to the helix being bent and clogged with blood/tissue. The reported events of r-wave amp variation, dislodgement, inappropriate shock and noise were not confirmed. Electrical testing was normal.

Event description:
It was reported that the patient presented in-clinic experiencing discomfort. Upon review, it was noted that the right ventricular (rv) lead exhibited episodes of over-sensed noise and low sensing, which resulted in the delivery of inappropriate shock. Fluoroscopy was performed and revealed a dislodgement of the rv lead. The lead was attempted to be repositioned and it was noted that the helix exhibited failure to retract. The rv lead was explanted and replaced. The patient was recovering.